Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/29/2015 with the following findings: the pump's black box confirmed that the pump was never used for basal delivery. The pump battery compartment and cap were undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The battery cap was screwed and then unscrewed and removed fluently. The ¿ez-prime¿ steps were performed correctly with no power interruption or any alarm observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.